Event description:
The customer reported obtaining erratic k (potassium) results for three (3) patients involving the au5800 clinical chemistry analyzer. The customer repeated the samples with high k results on the original au5800 analyzer and the results did not match. The samples were then repeated on an alternate au5800 analyzer and the repeat results obtained confirmed the initial results. The customer stated that one of the patient results was released out of the laboratory but there was no change or affect to patient treatment in connection with this event. The customer reported that all maintenance was up to date but the calibration slopes were not stable. The customer mentioned that they have cleaned the system and sample probe but issue was not resolved.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and confirmed that the calibration slopes were drifting from calibration to calibration. The fse visually inspected the ise (ion selective electrode) modules and noted that the pinch valve tubing for both ise cells were not seated properly in the valve. The fse corrected the issue and noted that the roller pump tubing was loose and worn. The fse replaced the worn tubing and calibrated multiple assays which passed but the calibration slope drift was still apparent. The fse returned to the customer site on another day for a follow-up evaluation. The fse removed and cleaned the flowcell and sample pot for both cells 1 & 2. The fse also replaced the na, k, & cl electrodes, and all tubings for cells 1 & 2. Repairs were verified per established procedures and results met published specifications. Results: failure mode of the event is unknown as multiple parts were replaced and cleaned to resolve the issue.